Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1; -9.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. During implantation the lens and tore and the lens was implanted. On (B)(6) 2022 the lens was exchanged with a same length/model lens and this resolved the problem. There was no patient injury. The cause of the event was reported as unknown.

Manufacturer narrative:
Corrected data: h6- medical device problem code: 1494- off-label use (acd<3.0mm). Claim#: (B)(4).